Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient presented at urgent care for evaluation of a skin infection that she noticed after removing a sensor. She remained at the facility for approximately three hours. Following assessment, she was prescribed amoxicillin 500 mg and instructed to take the medication three times per day. The infection appears to have developed in the area where the sensor had been attached. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.